Event description:
It was reported that the pump touch screen was dark. Customer's blood glucose was 502 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.